Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test.". The patient's medical history included attention deficit hyperactivity disorder, tonsillectomy, adenoidectomy, surgery and d & c. Previously administered products included for birth control: paragard from 2007 to (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and nausea ("nausea") and was found to have uterine leiomyoma ("(cramping), tumor / teratoma / cancer type: uterine fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and genital haemorrhage had resolved and the vaginal haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013 and (B)(6)2014. Patient received treatment for dysmenorrhea (cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: plaintiff fact sheet and mr revived, new reporter, patient demographic ,event abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), nausea, (cramping), tumor / teratoma / cancer type: uterine fibroids, patient history and lab data added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test.". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)."). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2013 and (B)(6) 2014. Patient received treatment for dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events: "dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), she did not undergo essure confirmation test " were added. Outcome of events " pain and bleeding" were updated as recovered. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.